Event description:
It was reported that during a pci treatment procedure, the maverick2 monorail 20x3.0 mm balloon ruptured at 12 atms on the first inflation. The pt was asymptomatic during this event. The lesion being treated was a calcified, 75% stenotic lesion in the right coronary artery. The maverick2 monorail balloon was removed and replaced with another balloon to successfully complete the procedure. No pt status is reported as 'good'.